Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen, the device tip broke off and fell into patients cavity. The tip was retrieved and taken out of cavity. There was no patient injury.